Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving an unknown drug of an unknown concentration at an unknown dose via an implantable infusion pump for intractable spasticity and other spasticity. It was reported that a motor stall was seen at initial interrogation, the patient had recently had an MRI. The hcp confirmed that the pump was not interrogated after the MRI on (B)(6) 2017. Per the logs, the motor stall had recovered more than 2 hours after the patient exited the MRI field. No symptoms were reported and no further complications were expected or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.